Event description:
The son of a (B)(6) old male pt called zoll customer support to report that one of the pt's batteries would not charge or power up the pt's monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery not charging, won't power up monitor) was confirmed. Upon investigation the battery was non -functional in a test charger and test monitor. The cause for the non functional battery was a blown fuse. The root cause for the blown fuse could not be positively identified. No adverse event resulted from the blown fuse. The pt received a replacement battery.